Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t wave oversensing resulting in two inappropriate electric shocks. Additionally, it was noted that the right ventricular (rv) lead exhibited low amplitude. A chest x ray confirmed a lead dislodgement. The involved lead is a non boston scientific product. A device changeout procedure was performed and this device and rv were explanted and replaced. No additional adverse patient effects were reported.